Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: 2009 jul; 23 (6) :465-470. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
A journal article was received entitled, intramedullary versus extramedullary fixation for subtrochanteric femur fractures; authors: kuzyk p.r.t., bhandari m., mckee m.d., russell t.a., schemitsch e.h.; source: journal of orthopaedic trauma. 2009 jul; 23 (6) :465-470. Reportedly: a literature search of studies to evaluate and recommend methods of internal fixation in the treatment of subtrochanteric femur fractures. The mean age of patients ranged from 77 to 84 years. It was reported in one retrospective case study that 14 patients experienced screw cutout and two non-union. A level IV study identified screw cut out in 17 patients and nine non-union. Two level IV studies recorded fracture of the plate through the proximal screw hole for one and three patients respectively and one each with non-union. The devices reported were synthes products. This report is for a dcs compression screw. This is 3 of 3 reports for the same event, complaint (B)(4).